Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the device shows: screen flickering and image noise were not confirmed. This issue is thought to be due to fluid invasion due to leakage on the control body. The internal scope was dry at the time of testing. Leakage on the control body. Corrosion of internal connector. Switch label is erased. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports while preparing a high definition 3cmos autoclavable camera head for use, it was found to have a flickering image. A replacement camera was used to perform the procedure. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is possible that there was intrusion of water from the control body that temporarily destroyed the electronic circuit, causing temporary flickering and noise in the image. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.